Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2018-08105 & 1627487-2018-08106. It was reported the patient complained of not receiving effective stimulation therapy from the drg system. Consequently, the patient has consulted with his physician to have the system removed.

Event description:
Device 1 of 3 : reference MFR report: 1627487-2018-08105 & 1627487-2018-08106. Additional information obtained identified the patient's entire drg system was removed.